Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported dislodgement could not be conclusively determined.

Event description:
During follow-up, there was a decrease in sensing and no capture on the left ventricle lead. A fluoroscopic examination was performed which showed the left ventricle lead was dislodged into the left subclavian vein. The device was reprogrammed to right ventricle stimulation only and the patient will be monitored through merlin@home. The patient is stable.